Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory also indicated a wireless telemetry session was unable to be established. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated. The physician suspected premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be depleted at 0.41 volts which caused the no telemetry, and no output conditions. When powered by an external supply, the device was fully functional with nominal system current drain throughout the analysis. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Battery analysis revealed that a lithium-plating breach was found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.